Event description:
It was reported that during a recent device interrogation it was found that the device was at eri. On (B)(6) 2017 a generator replacement as well as an rv lead revision due to the high thresholds was performed. During the procedure insulation break was observed on the ra lead. Both leads were explanted and replaced. The procedure was completed without complications. The patient was hemodynamically stable throughout the procedure.